Event description:
It was reported that the pt had a loss of therapeutic effect following a fall. The pt fell on her back on (B)(6)2010 and only felt a little stimulation. Pt believed her device flipped over. Pt also reported battery was depleted and had not felt adequate stimulation for 3 weeks. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.